Manufacturer narrative:
(B)(4) d4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: concomitant medical products: desc: avenir müller stem; item: unk; lot: unk. Desc: biolox delta head; item: unk; lot: unk. Desc: durasul liner; item: unk; lot: unk. G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that following a primary hip surgery on an unknown date, complications have resulted in severe pain and another surgery is likely required to address the pain. The reporter is requesting assistance identifying a facility that uses the items previously implanted in their anatomically opposite hip, as these implanted devices have proven to be successful. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 (component codes). The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.